Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens broke during use. On 30th october 2025, additional information was received by rayner identifying that the lens required explantation and exchange. Following receipt of this information, the case was re-assessed as reportable to FDA and the subject MDR prepared. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There was no harm or injury to the patient. The device associated with this report was discarded by the healthcare facility. The additional information received identifies that the injector was removed from the blister tray prior to insertion of ovd and flap closure. This is a deviation from the IFU. The IFU states that the product should remain in the blister until the completion of these steps. The rayone preloaded iol injection system use risk analysis identifies the user removing the injector from the tray prior to inserting viscoelastic as causing the lens to be improperly placed in the cartridge and the user removing the injector from tray prior to closing the cartridge as resulting in cartridge not being clipped properly. Our review of production records for the rayone aspheric rao600c batch: 045268574 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch: 045268574. Failure to follow the IFU is the probable cause of the lens damage reported in this case.

Event description:
On 26th september 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens broke during use. On 30th october 2025, additional information was received by rayner identifying that the lens required explantation and exchange. Following receipt of this information, the case was re-assessed as reportable to FDA and the subject MDR prepared.